Manufacturer narrative:
H6 evaluation codes corrected to: 4315 and 18, from: 22 and 18.

Manufacturer narrative:
H6: added g codes. G04044 - FDA code 788, device deployer. G04061 - FDA code 829, guide.

Manufacturer narrative:
H6. Code 213: a review of the manufacturing records for the dsf2233 device verified the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for investigation. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Based on the case report, the vessel size was from 6.7mm-17mm. According to the IFU, for the dsf2233 - od is 8.2mm. Additionally, the IFU states do not advance the sheath if resistance felt. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Manufacturer narrative:
(B)(4). The sheath was discarded at the facility and is not available for investigation.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath for a descending thoracic dissecting aortic aneurysm. There was resistance during the insertion of the 22fr sheath (dsf2233) through the left femoral artery. It was reported that the access vessel was narrow. After implantation of the stent grafts, access angiography showed vascular injury with bleeding at the left external iliac artery. Also, a new localized dissection was observed at the origin of the left external iliac artery, but it was decided to be monitored. The sheath was replaced with a 12fr sheath, and a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted at the site of injury for repair. No balloon touch-up was performed. After confirming that there was no bleeding by angiography, the procedure was completed. According to the fsa, since the bleeding was ¿oozing¿, the vital signs did not become weak. The patient didn¿t require the transfusion procedure. It is unknown how much blood was lost. The patient tolerated the procedure. As reported, the physician stated that there was strong resistance when inserting the sheath, and the sheath could be attributed to the dissection and injury.